Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed incoming functional testing with no anomalies found. It was noted that there was a crack on the top and bottom cover. (B)(4).

Event description:
It was reported that during use of the external pulse generator (epg), the power unexpectedly turned off. The health professional requested that the cause of this be explained because the device was recently inspected. The epg was returned for servicing. No patient complications have been reported as a result of this event.